Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at ipg site. Surgical intervention occurred on (B)(6) 2020 during which the ipg pocket was moved to address the issue.